Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure the insulated part of the tip started to melt from the heat. After the procedure when the scrub nurse pulled the electrode tip to remove it from the diathermy pencil, it came apart in two bits. The patient was not affected. There was no adverse effect to the patient.